Manufacturer narrative:
Initial and final MDR 1903408- MDR 3003442380-2024-12130- device 3 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6) it was reported that the infusion set's tubing was leaking at site between(B)(6)2024 to (B)(6)2024. The blood glucose level of the patient ranged between 300 to 399 mg/dl. Moreover, the infusion set was used for couple of hours to one day. No further information available.